Manufacturer narrative:
Concomitant medical products: 5072-52, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the current electrogram indicated possible oversensing on the ventricular channel, with low r-waves noted. The right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.